Event description:
The user facility reported an employee experienced an irritation when inserting an s40 cup before a processing cycle. The employee visited employee health; steris¿ request for additional treatment information was declined. The employee has no sustaining injuries.

Manufacturer narrative:
The steris account manager and service technician visited the facility on (B)(4) 2013. The account manager stated that he observed the employee subject of the reported event was not following proper s40 handling practices and forcefully tapping the cup before use. In addition, employees were only wearing latex exam gloves as ppe. A steris service technician inspected the unit and ran processing cycles; the unit was found to be operating to specification. An in-service on proper use and operation of the system 1e and handling of s40 sterilant was provided on (B)(4) 2013 by the account manager.